Manufacturer narrative:
CAPA 24-005 since the device is unavailable for analysis and the device is fabricated per physician's prescription (rx) only, the root cause of the event is undeterminable. The device complaint or problem cannot be confirmed. It is unknown if any modifications were performed on the device by the provider or patient. The precautions in the instructions for use (IFU-012556_5) state "regular dental follow-ups are recommended to review any side effects, and to avoid device breakage, [?]" Additional information was requested from the reporter regarding the event, should additional information be received relevant to the complaint a supplemental report will be filed. Manufactures internal reference number: (B)(4).

Event description:
It was reported that the side screws came off the appliance upon arrival/delivery and patient no longer wants the appliance. No additional information has been provided.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results product was noted to have been received and in glidewell's possession; however, the device has not been physically accounted for and sent to the complaint's team for analysis. Root cause description refer to CAPA 24-007 and hhe 2024-001 for the root cause. Manufacturer reference: (B)(4).